Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient was in the hospital on (B)(6) 2013 with a blood glucose level of 440 mg/dl and positive ++++ ketones. The patient left the hospital on (B)(6) 2013. She was treated with injections of insulin while at the hospital. The patient stated that the hyperglycemia was caused by a large air bubble in her insulin cartridge which she did not see because she has poor vision. The patient noticed an air bubble again at 3:00am and her blood glucose level was 303 mg/dl. She disconnected from the infusion device and treated herself with an injection of 5 units of insulin. At 7:00am her blood glucose level was 49 mg/dl. At the time of report, her blood glucose level was 176 mg/dl. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.